Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient heard alarms while the pump was connected to the power module at home. The lvad clinicians reviewed the system controller log file and reported multiple low speed advisories and pump stoppage events. It was reported that the patient commonly tucks the lvad percutaneous lead (driveline) into the belt of pants. The x-ray of the driveline reviewed and appeared unremarkable. There was an issue suspected with the driveline. The patient elected to go home with an ungrounded patient cable and will follow up with the clinic if further issues occur. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed through the analysis of the submitted system controller log files. The submitted log files contained data from (B)(6) 2017. On (B)(6) 2017 from 01:03:11 until 01:03:14, low speed events occurred and pump stoppage was captured. Additional pump stoppages were captured on (B)(6) 2017 at 23:15:19 and on (B)(6) 2017 at 04:28:21. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms and only appeared to occur while the system was supported by the power module. No additional atypical alarms were captured throughout the remainder of the log file and the pump speed remained above the low speed limit. The system appeared to be operating as intended. Based on past experience with the heartmate ii lvas and similar reported events, the low speed events and pump stoppages that occurred while the system was supported by the power module could be indicative of driveline damage. However, x-ray images that were reviewed on site appeared unremarkable the root cause of these events could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.